Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 7, 2023: note: it was reported that the ligator shrink wrap was removed earlier in the setup process; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block b5 and block h6 (device codes) have been updated based on the additional information received on february 7, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 7, 2023: note: it was reported that the ligator shrink wrap was removed earlier in the setup process; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with five bands attached, and some of them were moved from their position. The suture was in good condition with seven knots. Also, the returned irrigation tube was in good condition. The handle did not have marks of the trip wire, indicating that the trip wire was not secured. Per media inspection of the provided photos, it was possible to observe the handle assembly, irrigation tube, and the ligator head with the bands moved. The ligator head was observed under magnification, and it was observed that the teeth were bent/damaged and the bands were also damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head was returned with five bands attached, some of them were moved from their position, the ligator head teeth were bent/damaged and the bands were damaged. These suggest that the device could not deploy. Additionally, according to the complaint information it was reported that the ligator shrink wrap was removed earlier in the setup process. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The IFU states "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed." Also, there was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands making them moved from their position and causing more tension on the device bending/damaging the teeth and also it may have provided an extra tension that ended damaged the bands as observe. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.